Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted on (B)(6) 2021. The patient's wife reported that the patient had magnetic resonance imaging (MRI) completed on (B)(6) 2024 for unknown reasons. The patient was reported to have passed away on an unspecified date that same week (exact date unknown; calendar week 22) after the MRI was completed. The cause of death is not known. The relationship of the death to the watchman closure device is not known.